Event description:
Boston scientific received information that during the implant procedure after the pocket was closed this pacemaker and competitor right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurements and increased pacing impedances. A connection issue was suspected. The pocket was reopened and a loose setscrew was confirmed. The connection issue was corrected and the issue of high impedances and high thresholds were resolved. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.